Manufacturer narrative:
The handpiece was inspected and non-MFR-unauthorized components were found on the device. The chucking system was also worn out and did not pass operational test as indicated in the instructions for use.

Event description:
Dr. Had a bur fall out into a patient's mouth. No injury or medical attention was required.